Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge

Event description:
The customer's father reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 600 mg/dl. The customer was declined troubleshooting for presence of air bubbles. The customer also declined to check their setting. The customer was assisted with performing the high pressure test and device passed the test. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that the automode was not active at the time of incident.